Event description:
A customer contacted baxter's global technical service center and the peritoneal dialysis (pd) registered nurse (rn) was asking if she could re-prime the patient line. The pd rn stated there was approximately 2 feet of air in the patient line and the homechoice (hc) was displaying dwell 1. The baxter technical service representative (tsr) advised they could not re-prime the patient line once the hc advanced to therapy. The pd rn stated she had already disconnected the home patient (hp) and placed a mini-cap on the hp and patient line. The tsr advised the pd rn they would need to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Upon follow-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010, it was stated there was no patient injury or medical intervention associated with the event. The home patient (hp) discarded the setup and started over with new supplies. The hp had hooked up to the machine before it was completely primed, but the incident has not reoccurred since. The hp finished the box of supplies with no further issues and no sample was available for evaluation. This complaint was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Based on the information obtained during baxter's investigation, the alarm was determined to be related to the air in the patient line. From a follow up phone call by product surveillance, the nurse stated that the patient connected before the patient line was primed completely. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.